Event description:
On (B)(6) 2009, the patient reported he received an e4 (occlusion) error on his insulin infusion device at 2:30am. He said when he tried to remove the insulin cartridge, the plunger remained attached to the piston rod and almost a full cartridge of insulin spilled inside the cartridge chamber. The proper procedure for removing the cartridge was reviewed with the patient. The patient switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.